Event description:
Pt called to report that she was feeling more short of breath this am when she got up to go to the restroom. States she was surprised, so she checked her cassette, and found that the cassette bag was full of lots of large bubbles. States they are not the tiny champagne bubbles, but large ones, and that there are a lot. States she does roll from side to side a lot at night. Advised her to change to her backup cassette and pump, which she did while we talked. Checked the old pump and it was correct, had 33.6ml remaining, and she usually changes her cassette around 0930am. States it appears that the bag inside of the old cassette is "pulled away at the top maybe". States she feels fine this am now. States when she first got up at 4am, she was short of breath, and it lasted until she got back in bed and then resolved. States she was not short of breath this time when she awoke. This pump is running and infusing without problems.